Event description:
Broken recoil ring. Perforated bowel and fistula. Implanted in 2004 at different hospital. In 06 - new information from sales rep: mesh implanted by same surgeon, dr. Who also did the explant.